Manufacturer narrative:
Correction/additional information: the following new event details were received from a user report that was submitted to the french medical device authority: "patient (B)(6) years old ¿ cerebral tumor (right rolandic cavernorma). Discrepancy on the treated images by the console : the per-operatory visualization is false. Left hemiplegia with high deficit of the left superior member and moderate deficit of the left inferior member with distal movement of toes and the ankle, light movement of the knee. Hospitalization extended." The software investigation was unable to determine a cause without further information. As the alleged inaccuracy occurred when transitioning from the non-sterile to sterile phase of surgery, the most likely cause was that the reference frame was inadvertently moved by the user. The instructions for use (IFU) that accompanies the device contains the following warnings regarding frame movement, "warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register."

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial resection, an imprecision occurred between registration and entering navigation. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.